Event description:
It was reported to philips that the device had the ready for use (rfu) indicator displaying an "x". There was no reported patient or user involvement and no adverse patient/user impact.